Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, minor scratched display window and scratched case. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.